Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).